Event description:
It was reported that sometime post port placement, the device allegedly difficult to flush. It was further reported that the inner portion of the device allegedly popped out. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post port placement, the device allegedly difficult to flush. It was further reported that the inner portion of the device allegedly popped out. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one clearvue isp implantable port and one cath-lock was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned device. During visual evaluation no anomalies related to septum dislodgement was noted on the returned port. Further during functional evaluation, the port was patent to infusion and aspiration without any issue. Therefore, the investigation is inconclusive for the reported difficult to flush and material protrusion issues as the exact circumstances at the time of the reported event cannot be verified and further only partial device was returned for evaluation. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2022), g3, h6 (method). H11: g1, h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.